Manufacturer narrative:
It has now been reported that the infection was treated with IV and oral antibiotics. The device analysis report is attached. This report is submitted on november 30, 2020.

Manufacturer narrative:
This report is submitted on 3 november 2020.

Event description:
Per the clinic, the patient experienced infection at implant site resulting in explant of the device on (B)(6) 2020. It is unknown if the patient was re-implanted with a new device.